Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient says their implanted neurostimulator (ins) moves around in the pocket and it is very shallow and visible in the pocket area. The mobility of the ins makes coupling variable. Patient (pt) asked about getting newer wireless recharger but manufacturer representative discussed with pt that they could try the sticky patches first to see if that helps with recharging and if that doesn't, they will consider trying the wr.